Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn: (B)(4) ) displayed a tcmid:08 (coolant temp low) error message, and the coolant bath temperature would not go down" was confirmed based on the review of the event logs but not confirmed during functional testing. The root cause of the reported complaint was due to disconnection of the cable which connects the coolant circulating pump to the blower printed circuit board (pcb), most likely as a result of device transportation. Internal component connections may become loose due to transport vibration; however, the root cause of the cable disconnection could not be exclusively determined. Visual inspection of the thermogard console was performed, and no issue was found. The event logs were reviewed and multiple tcmid:08 error messages were observed to have occurred on the customer's reported event date; thus, confirming the reported complaint. The system failed functional testing during booting up the device, as the console displayed a tcmid:06 (ce post failure) error message, unrelated to the reported complaint. Troubleshooting the problem revealed that the cable which connects the coolant circulating pump to the blower printed circuit board (pcb) had become disconnected. Therefore, the coolant (propylene glycol) was not circulating inside the cooling engine, which resulted in the intermittent occurrences of tcmid:08 error codes as well as the tcmid:06 error that was observed during the functional testing. The cable was reconnected to the blower pcb to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
During the first setup for a training/in-service session at the customer site, the thermogard xp ivtm system (sn: (B)(4) ) displayed a tcmid:08 (coolant temp low) error message. The coolant bath temperature would not go down. No patient involvement.